Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product showed signs of repeated use and one of the ball bearings is missing. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. From provided information, the root cause can be considered as wear and tear from usage. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The follow-up report is being submitted to relay correction and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the metal ball is missing from the inside of the locking mechanism. No adverse events have been reported as a result of the malfunction.